Manufacturer narrative:
Additional devices listed in this report: cat #509-02-62g, lot #jy4hp9, description: titanium revision acetabular. Cat #1236-2-854, lot #51791801, description: restoration adm x3 ins 28/54. Cat #6570-0-128, lot #45108601, description: delta v-40 ceramic head 28/0. Cat #2080-0035, lot #ph1my1, description: gap plate screws. Cat #2080-0035, lot #er0xj0, description: gap plate screws. Cat #2080-0025, lot #rp2vam, description: gap plate screws. Cat #2080-0020, lot #m54k12, description: gap plate screws. Cat #6276-7-014, lot #caxt313a, description: mod con dist stem 14 x 155 mm. Cat #6276-1-019, lot #52437405, description: 19mm mod rev hip body/bolt std component level 9006-1-019. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Left total hip revision. Patient presented with pain. The dr. Removed trident cup, mdm liner, ball and head and put in new titanium cup, mdm liner and ball. Hospital is retaining implants.

Manufacturer narrative:
An event regarding pain & revision involving a mdm liner was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the primary harm involved is pain. There is insufficient documentation presented to complete this assessment". Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated: "the primary harm involved is pain. There is insufficient documentation presented to complete this assessment". No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left total hip revision. Patient presented with pain. The dr. Removed trident cup, mdm liner, ball and head and put in new tritanium cup, mdm liner and ball. Hospital is retaining implants.